Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo"results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 89-105mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 158mg/dl and 161mg/dl. Reviewed meter memory: (B)(6). Customers concern: (B)(6) 2015 lo. No adverse event reported.

Manufacturer narrative:
(B)(4). The investigation has been completed and product evaluated revealed; most likely underlying root cause of malfunction was foreign material found on the strip connector (blood like substance).

Event description:
Customer complains of "lo"results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 89-105mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 158mg/dl and 161mg/dl. Reviewed meter memory: (B)(6). Customers concern: (B)(6) 2015 lo. No adverse event reported.